Event description:
It was reported the patient requested to have his scs ipg moved lower to make it more comfortable when sitting. Follow-up identified surgical intervention was taken, and the physician replaced and relocated the patient's ipg. The relocation of the patient's ipg reportedly resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.